Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of 586 mg/dl. The customer¿s current blood glucose level was 412 mg/dl. Customer did not report symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08830 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected prime/fill anomaly noted during testing. Device had missing end cap sticker. (B)(4).